Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced a high blood glucose level of 500 mg/dl. The insulin pump received a motor error alarm. The customer was already treated for high blood glucose using back up plan. The customer declined the troubleshooting for high blood glucose values. The insulin pump will not be returned for the analysis.